Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-04241. It was reported the patient had fallen. Over time the patient began to receive painful stimulation. The plans to undergo an MRI and in turn would like to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-04241. Follow-up revealed the patient met with an sjm representative for reprogramming. She was in good spirits following the visit.